Manufacturer narrative:
Manufacture narraitve: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and headache. In a separate visit a replacement lens of a shorter length was implanted. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: 4110: work order search: no similar complaints within associated lots were found. 10: product evaluation: lens was returned dry with residue (rod and clear residue throughout the lens) within a microcentrifuge vial. Visual inpsection found a haptic torn lens. Dimensional inspection found the lens to manufactured within specification. Claim# (B)(4).